Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the right ventricular lead exhibited a sudden increase in pacing impedance and an increase in capture threshold. The right ventricular lead was capped and replaced on (B)(6) 2020. The patient was stable post procedure.